Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4- primary UDI number, h3 ¿ the device was not returned for evaluation. Investigation ¿ evaluation: it was reported during a ureteroscopic lithotripsy (ursl) procedure, when the nurse opened the package of an ncircle tipless stone extractor to use, she found one line of the wire was broken. She replaced it with another new same type device to complete the procedure. This observation was made prior to patient contact. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR revealed no discrepancies related to the reported failure mode. A complaint history search identified one other event reported for a related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based on the information provided, no product returned, and the results of the investigation, cook has concluded a cause of the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
It was reported during a ureteroscopic lithotripsy (ursl) procedure, when the nurse opened the package of an ncircle tipless stone extractor to use, she found one line of the wire was broken. She replaced it with another new same type device to complete the procedure. This observation was made prior to patient contact. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6). E3: occupation: unknown. G4: PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.